Event description:
Per the bsc foreign rep: "when a physician tried to cross the lesion, he could not do it. He removed sonicath out of the body and found out that the tip portion whose length was 2cm was left in the body. He could not remove it by snare because of pt's condition. This remaining portion was left between a stent and a vessel." A follow-up was made on 06/22/2000, and according to the bsc rep, the current condition of the pt is good. Pt has left the hosp.